Manufacturer narrative:
Block d.2b; additional applicable product codes: nhl, pjs. Additional suspect medical device components involved in the event: model number/catalog number: db-2201-45dc, serial number: (B)(6), batch/lot number: 21126049, model/catalog description: lead kit 45cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: db-4600-c, batch/lot number: 21391749, model/catalog description: suretek burr hole cover kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent placement of a deep brain stimulation (dbs) lead. Approximately 36 hours following the procedure, the patient experienced clinical deterioration. Imaging via CT scan revealed a large venous infarct with associated hemorrhage and cerebral edema. As a result of these findings, the patient underwent an emergent right hemicraniectomy for decompression. The patient tolerated the procedure well. Retrospective information obtained from the treating institution indicated that the patient remained hospitalized following the procedure and was later reported deceased on (B)(6) 2018, approximately one month after the implant. Additional details regarding the events leading to death were not available.